Event description:
It was reported that the clips were attached and the surgery was finished and the pt was sent home. The pt felt sick and came back to the hosp. It was then determined that the clips were leaking bile into the stomach and the pt went through surgery again. Pt was converted to open. The surgery was successful. During the initial surgery, the doctor had to staple twice a couple of times, the clip was not closing. It was loose and would slide off. The pt is expected to have a full recovery.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.